Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced flu-like symptoms starting back to approx (B)(6) 2010. Telemetry confirmed a critical alarm on (B)(6) 2011. There were multiple battery reset messages on the pump logs. An alarm has been heard for about two weeks. The pump went into "safe state" on (B)(6) 2011. They had planned to program the pt's pump to the minimum rate and supplement the pt with oral medications as needed until a plan for the pt was determined. The medications being delivered via the device system were bupivicaine, and dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.